Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose results. Tina (home nurse) is calling on behalf of the customer. The customer is concerned with results obtained of 55, 45 and 51mg/dl. The expected fasting blood glucose test result range is 120-200mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 106 and 102mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :108mg/dl date :(B)(6) 2017 time:12:02pm fasting, result 2 :55mg/dl date:(B)(6) 2017 time:07:39am fasting, result 3 :105mg/dl date:(B)(6) 2017 time:08:28am fasting, result 4 :45mg/dl date:(B)(6) 2017 time:08:05am fasting, result 5 :51mg/dl date:(B)(6) 2017 time:08:12am fasting. Customer is calling because he states his meter is reading inaccurately. Customer states that his meter his reading low, in the 40 to 50 mg/dl range. The nurse comes to check on the patient about twice a week and she was alarmed that the meter is reading so low on a number of occasions. Customer was not feeling any symptoms when he got the low blood results. Customer's last low blood reading was on (B)(6) 2017 and he got a 55mg/dl fasting with no symptoms.